Manufacturer narrative:
Recharger: model: 37752, (B)(4), implanted: na, explanted: na; patient programmer: model: 37743, (B)(4), implanted: na, explanted: na; lead: model: 39565, lot # n210302001, implanted: 2009-(B)(6), explanted: unk.

Event description:
It was reported that a shocking or jolting sensation occurred while the device was off. The symptoms associated with this event included acute pain. There was no known accident or incident associated with this event. The shocking had occurred over the last 3 months and occurred a couple times a week. The location of the symptoms included the left and right legs. The patient reported a loss of therapeutic effect in the back region. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient was reprogrammed and stimulation was achieved in all areas. The patient stated that the stimulation helped the leg pain quite a bit. It was noted that impedances were normal and no intervention was required. A CT and myelogram were scheduled on (B)(6)-2012.